Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse performed complete system verification and results were within specifications. The unit conformed to the manufacturer's performance specifications.

Event description:
The customer reported discrepant troponin I (accutni) results, within the normal reference interval, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing produced a result within the normal reference interval. One result was released out of the laboratory. An amended report was issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.